Event description:
A falsely elevated ctni result of 5.07 ng/ml was obtained on a plasma sample. The result was reported to the physician who administered anticoagulants-integrilin and levonox and ordered an EKG. The test was repeated and the values of 0.05 ng/ml and 0.06 ng/ml was obtained. Analysis of instrument data and sample indicates sample integrity issues was most probable. There were no adverse health consquences to the pt due to the falsely elevated ctni result. Pt has a history of myocardial infarction. Anticoagulants were administered and the pt remained for observation.